Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Product was returned and visual examination of the returned part shows signs of repeated use and missing ball bearing. DHR was reviewed and no discrepancies were found. This device is confirmed to have been a part of a previous investigation. Actions were initiated to recommend against using ultrasonic cleaning as a sterilizing technique for this device. This device was subsequently re-designed to account for this failure mode. It was determined that this devices was manufactured prior to this design change. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a persona tasp shim was found missing a ball bearing when instrument trays were being inspected. This was discovered outside a hospital and neither patient involvement nor adverse events were reported.